Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed due to unspecified reasons. An ams700 15cm lgx device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.